Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had bad suction. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: air/water tube and air/water cylinder both had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; switch one had a cut; forceps channel port and plug unit both had a scratch; air/water cylinder and suction cylinder had no color; label on suction connector was damaged; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to burn on light guide lens, illumination was uneven; due to slipping-out of light guide bundle, no illumination was obtained; objective lens and light guide lens had a crack; and the connecting tube and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.